Event description:
It was reported that during a da vinci-assisted surgical procedure, the usm had repeated non-recoverable errors and tried to power cycle the system however the error still returns. System had a prompt to disable arm 3 and explained that the 23118 errors are coming from usm3. Site stated that they may be able to use the system with 3 arms. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The 23118 error was found indicating motor fault on the unit yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed on a patient fixture test platform (pftp) where chipencoder virtual absolute (cva) characterization was found to be failing on the yaw axis. Once testing was completed, the yaw cva printed circuit assembly (pca) was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw cva pca was found to be the root cause of the reported event.